Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer stated that he bolused for a meal but did not complete the meal. The customer's blood glucose was low at the time of admission. The customer was treated at the hospital for his low blood glucose levels. The customer acknowledged that the hospitalization was not caused by the insulin pump. The customer stated that he had to have his insulin pump replaced after the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-84216.